Event description:
After the implant procedure was completed, the patient developed a hematoma at the neck incision site. Physician brought the patient back into the or, drained the hematoma, located the bleed, and achieved hemostasis with pressure and cautery. Patient presented back to the physician five days later with a hematoma at the chest incision site. Physician brought the patient into the or, addressed the hematoma, and closed the incision.